Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent pain at the implantable pulse generator (ipg) site. Therefore, the patient was given topical lidocaine medication. The event remains ongoing. Additional information was provided that this event was assessed as not related to the procedure and had a probable relationship to the device and stimulation. Additional information was provided that this event has resolved.

Manufacturer narrative:
Update to block b5.

Manufacturer narrative:
Update to block b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent pain at the implantable pulse generator (ipg) site. Therefore, the patient was given topical lidocaine medication. The event remains ongoing. Additional information was provided that this event was assessed as not related to the procedure and had a probable relationship to the device and stimulation.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent pain at the implantable pulse generator (ipg) site. Therefore, the patient was given topical lidocaine medication. The event remains ongoing.